Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 74,240 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture and devitrification of the glass cap at the output window; glass shards were observed contained within the metal cap. The fiber proximal to the fracture was found to rotate independently of the metal cap. The identified issues may activate the laser systems fiber function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The radial fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.